Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the first complaint reported for this lot number and issue to date. The quantity affected is one unit. Investigation summary: one ti low porfile port with s/l groshong catheter received for evaluation. Visual and microscopic evaluation identified one complete circumferential break, one partial circumferential break, and a crease in the catheter. The breaks shows signs of smoothing and buckling. These breaks and creases are consistent with flexural fatigue, therefore, the investigation is confirmed for flexural fatigue. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that the port was implanted via the right internal jugular vein. CT image revealed catheter fracture. The distal catheter segment migrated to the heart. It was stated that the port/catheter had not been used since (B)(6) 2014. Both the port body and distal catheter segment were removed successfully. There was no reported patient injury.

Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device is pending return to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned at this time.

Event description:
It was reported that the port was implanted via the right internal jugular vein. CT image revealed catheter fracture. The distal catheter segment migrated to the heart. It was stated that the port/catheter had not been used since (B)(6) 2014. Both the port body and distal catheter segment were removed successfully. There was no reported patient injury.